Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 388422a was performed. In-house testing on the strip lot met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. An improper technique was identified in the complaint. This could not be ruled out as a cause for the complaint. Further investigation cannot be pursued because there is no lot number and product was not returned. No corrective action is required.

Event description:
The patient reported two unexpectedly high inratio inr results: on (B)(6) 2016: inratio= 5.3. On (B)(6) 2016: inratio= 4.9. Therapeutic range: 2.5 - 3.5. The patient reported milking the finger and adding multiple drops of blood to each test.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 388422a was performed. In-house testing on the strip lot met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. An improper technique was identified in the complaint. This could not be ruled out as a cause for the complaint. Further investigation cannot be pursued because there is no lot number and product was not returned. No corrective action is required. The lot number of the product was provided. The corrected investigation conclusion is as follows: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 388422a was performed. In-house testing on the strip lot met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. An improper technique was identified in the complaint. This could not be ruled out as a cause for the complaint. Based on the information available, there is no indication of a product deficiency and no corrective action is required.